Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 95% stenosed target lesion being treated was located in the severely calcified left anterior descending (lad) artery. A 12x2.25mm taxus ion stent delivery system (sds) was advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that there was a split in the stent at the proximal end. The sds was removed intact from the patient. An unspecified balloon catheter was then advanced to the lesion for dilation and a 2.25x20mm taxus ion stent was advanced and placed in the lad. No patient complications were reported and the patient was discharged the following day.